Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on (B)(6) 2015 after a two week history of progressive leg edema and pus draining from the driveline exit site. The patient started coughing while in the ER and an abdominal wall incision opened and started draining copious amounts of brown drainage. The patient was treated with diuretics for volume overload and an incision and drainage procedure was planned for the infected pump pocket. On (B)(6) 2015 the patient's inr was 1.8 and 2 units of fresh frozen plasma were administered. The patient later exhibited garbled speech, right gaze, and left hemiparesis. CT-angiography revealed a right middle cerebral artery stroke. The patient was noted to be following commands the next day. On (B)(6) 2015, the patient had seizure activity and was emergently intubated. A repeat head CT revealed a hemorrhagic transformation of the cerebrovascular accident with a right to left midline shift. The patient's family decided to proceed with deceleration of care after a positive apnea test. The patient expired on (B)(6) 2015. An autopsy was not performed.

Manufacturer narrative:
The noted pump exchange was reported under medwatch MFR# 2916596-2015-00530. Approximate age of device: 18 days. (B)(4). Device evaluation: a root cause for the reported event could not be determined through this evaluation. A full analysis could not be conducted because the system was not returned for examination. The instructions for use lists stroke, bleeding, and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.